Event description:
Customer reports to have high blood glucose of 597 mg/dl. Customer states insulin pump broke while on a cruise and he reverted to manual injection. Customer states that manual injections doses were guessed by him and his healthcare professional which caused blood glucose to rise. Insulin pump was sent to customer and he connected insulin pump after getting home which caused blood glucose to normalize to 118 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.